Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer enabled the feature lock setting and was subsequently unable to access the bolus feature of the pump. The customer's blood glucose was elevated, however, a specific value was not provided. Tandem technical support assisted the contact to disable feature lock setting. Customer subsequently delivered a bolus successfully to address blood glucose level.